Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
The patient expired. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.